Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable end was pulled out.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). This is a reusable OEM device; therefore, a lot/serial history review was not applicable. A lot/serial number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use were observed. One of the connector jacket/ collar of the cord at the 4 pin connector was broken which caused the wires to expose. No other non-conformance was observed. Based on the returned condition of the device and the results of the investigation, the reported complaint was confirmed for the reported failure mode " break".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable end was pulled out.